Manufacturer narrative:
Ref ID: 4971848 the digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received an automatic complaint on the digitaldiagnost 4.1 high performance indicating that ¿remote alert: dxr.det.det.heavyshock_alert v2.9¿. No harm was reported. The local remote service engineer (rse) sent out an email to the customer, asking about the detector status. Customer has not noticed an imaging or physical problem. Investigation revealed that the customer had dropped the detector, but it was still working properly. System is fully functional. Based on the information available and the testing conducted, the cause of the reported problem was the detector drop. The reported problem was confirmed. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). The device was operational as intended and customer stated that there was no physical damage and no imaging issue.

Event description:
Philips received a complaint alleging that ¿a remote alert for the detector receiving heavy shocks was recorded¿. Additional information received from the philips remote service personnel confirming from the customer that the heavy shock alert was due to detector being dropped accidentally. No harm was reported.

Manufacturer narrative:
Reference ID: 5043092. Following are the corrections made pertaining to emdr report number 3003768251-2024-00053 (5043092): 1. Contact office: changed from (B)(6). 2. Report source - changed from "company representative, foreign, health professional, user facility," to "company representative, foreign, health professional".